Manufacturer narrative:
It was not possible to verify the described failure of the stuck a scope, as no sample was returned for investigation. Neither was a lot no. Provided for the extraction of a retention sample. Based on the reported failure, the cause of failure is evaluated to be a use error. The physician used a non-compatible dlt during the procedure and did not applied any lubricant to the insertion cord, which are both described in the IFU. According to the IFU (section 1.2 - indication for use), the minimum dlt size for a scope 3 slim is 37fr, which meant the physician were using a too small dlt during procedure. Using a non-compatible dlt is included in the risk evaluation of the device and is evaluated to be acceptable. Costumer also stated that the patient was not affected by the reintubation. Furthermore, is it stated in the IFU (section 4.2 - operation of a scope 3), that the insertion cord need to be lubricated before insertion. The physician inserted the scope without any lubricant, hence this possibly increased the risk of the insertion cord getting stuck inside the dlt.

Event description:
The physician inserted an a scope 3 slim into a 35fr double lumen tube (dlt), without any lubrication and the scope got stuck inside the tube. Reintubation of the patient was required. Patient condition was not affected.